Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The complaint company iii (d) cartridge samples were not returned. One hundred and eighty-seven unopened company iii (d) cartridges with the same lot number were returned identified for this complaint. Eighteen samples were pulled randomly from each returned carton. The cartridges were visually examined with no abnormalities observed. Functional and dye stain testing was conducted with acceptable results. No lens or cartridge damage was observed. Monarch product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if a qualified lens, handpiece and viscoelastic were used. The root cause for the reported¿ scratched lenses¿ could not be determined. The complaint company iii (d) cartridge samples were not returned. The lenses were not returned. It is unknown if qualified associated products were used. The use of non-qualified associated product may cause delivery issues and or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4)

Event description:
A health professional reported that before an intraocular lens (iol) implant surgery, the cartridge scratched the lens. There was no patient contact.